Event description:
It was reported that during several procedures [exact number not specified], resistance was met during inserting/advancing the fox plus balloon dilatation catheter (bdc) in the anatomy and resistance was met during removal of the bdc as if no hydrophilic coating was present. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.